Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. It was reported that this rv defibrillation lead and ICD later exhibited a low out of range shock impedance measurement less than 20 ohms. Technical services (ts) discussed the potential of emi and discussed having the patient complete a remote home interrogation to review subsequent measurements and also discussed the potential of in clinic assessment. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. It was reported that this rv defibrillation lead and ICD later exhibited a low out of range shock impedance measurement less than 20 ohms. Technical services (ts) discussed the potential of emi and discussed having the patient complete a remote home interrogation to review subsequent measurements and also discussed the potential of in clinic assessment. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that this rv lead and ICD again exhibited high out of range shock impedance measurements greater than 125 ohms and low out of range shock impedance measurements less than 20 ohms. The out of range measurements were suspected to be related to electromagnetic interference (emi) and technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.